Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the pump downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence to review in event history log. Functional testing duplicated the customer's reported issue. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device¿s latch couldn¿t be released. The event occurred during preventive maintenance. The customer returned the product for the device latch not being able to release, and during physical inspection it was found that the downstream occlusion (dso) seal was cracked. There was no patient involvement.